Event description:
Additional information received reported that the hcp had no information prior to 2005.

Event description:
The patient stated that in 2000, their pump lasted only approximately three to four years. They believed it was due to early depletion.

Event description:
Correction: the medication infused was unknown.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l62221, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type catheter. (B)(4).